Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Brand name: not available as product was manufactured on or before sep 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-28770. It was reported that the patient presented to the hospital for a follow-up. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in backup vvi mode with high voltage therapy disabled. Programming changes were made to the ICD and normal function was restored. Due to ICD being in backup mode, all the device data was lost. The patient stated that 2 shocks were delivered to her on (B)(6)2021 and on (B)(6) 2021 the patient was rushed to the emergency room where she was provided with external therapy. After further examination, it was observed that the right ventricular (rv) lead had low high voltage lead impedance compared to previous check which was performed on (B)(6) 2021. The physician explanted and replaced the ICD and capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.

Event description:
New information received notes the physician explanted and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of low defibrillation lead impedance was not confirmed by analysis. The connector portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Impedance test could not be performed as the lead was partially returned in one piece consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external insulation abrasions breaching the superior vena cava (svc) and ring electrode (re) cable lumens at the proximal region of the lead. External insulation abrasion was found at 12.7 -13.2 cm from the connector pin breaching the svc cable lumen consistent with friction to the device can. External insulation abrasion was found at 14.6 -14.9 cm from the connector pin breaching the svc and re cable lumens consistent with friction to the device can. External insulation abrasion was found at 16.7 -16.9 cm from the connector pin breaching the re cable lumen consistent with friction to the device can. The cut end of the lead was consistent with friction to the device can. The etfe cable coating in these locations were intact. The cause of the external insulation abrasions was consistent with friction to the device can.